Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 442 mg/dl at the time of the event and reported tape didn't stick to the sensor and she lost the transmitter due to the tape didn't stick. The customer was treated with the insulin pump and manual injection. Troubleshooting was performed and found that the customer got assistance with the pump programming. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. (B)(4).